Event description:
Study pt was noted to have pruritus and erythema over both legs, mild severity, unlikely related to device, not related to procedure. Treatment: pt received medical treatment (fenistil).

Manufacturer narrative:
Investigation could not be completed, no conclusion could e drawn as no device was returned and no lot number was provided.